Event description:
The pt reported charging and communication problems between the implant and the external equipment. A boston scientific rep performed device evaluation, and the problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.